Event description:
Alarms sounded from the pump. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. Event complications: unk - rptd 5/30/97. Pt's current status: unk - rptd 5/30/97.